Event description:
Joint pain, joint swelling, joint effusion, knot at the injection site. Information was received in 2003 from patient, with a history of osteoarthritis, high blood pressure, menopause and seasonal allergies. Pt reports no known allergies to chicken, eggs, or feathers. The patient has been treated for osteoarthritis with celebrex. The patient has received three previous series of synvisc injections on a yearly basis and experienced "great results." The patient received two injections of their fourth series of synvisc to the left knee in 2003. The patient reported that following the first injection of the fourth series, the physician indicated that "may have gotten in the fatty tissue." The day following the injection, a knot "the size of a hen egg" had developed at the injection site. The patient reported that the injection site was on the outside of the left knee. The patient stated they could not walk for four days and were kept awake at night. The second injection was delayed until two weeks after the first injection. At the time of the second injection, the knot had not resolved, but was no longer keeping the patient awake at night. The patient reported that the second injection hurt and kept them awake for two nights, and they have not been able to walk. The patient stated that the second injection was given to the front inside of the knee. The patient reported that fluid was not aspirated prior to the injections. At the time of this report, the patient has not recovered. Additional information was received on 11/11/2003 from the treating physician who reported the patient has a history of moderate grade osteoarthritis, with joint narrowing, osteophytes, and prior effusion history. The patient received synvisc injections in the left knee. The day following the synvisc injections, they experienced joint pain, joint swelling and a large effusion. The patient's symptoms were treated with an unspecified pain medication, aspiration and a steriod injeciton. At the time of this report, the patient has recovered. Manufacturer's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Synovial fluid or effusion should be removed before each synvisc injection.